Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she woke up with a blood glucose level of 600 mg/dl. The customer was dehydrated and must have had her site in a bad spot. The customer was hospitalized on (B)(6) 2016. Customer's blood glucose level was 361 mg/dl at the time she was admitted to the hospital. The customer was treated with IV drip. Her blood glucose level dropped to 42 mg/dl an hour afterward. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.